Manufacturer narrative:
(B)(4). Additional information: batch # m55d3c. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received fully loaded with staples with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: affiliate noted that "after surgery the sales rep checked the device and found that the firing trigger and the closing trigger was held tightly together at the handle and could not be separated. The jaws could be rotated with the jaws closed. The jaws are closed now." Additional information requested and received: please describe in detail the vessel being fired upon. The vessels in the segments ii, iii of the liver. Did the surgeon compress the closing handle while pressing the release button? It was not reported. When the surgeon removed the device form the vessel, was there trauma? There was no trauma caused by our device reported. What was the reason to convert to open? The surgeon converted the surgery to open to manually cut and suture the vessels. What is the current patient status? The patient is in recovery. There is no other adverse consequence reported so far.

Event description:
It was reported that during a laparoscopic left hepatectomy procedure, the device was used to anastomose the left lateral vessels with the tr45w on the first firing. The device could not fire and the jaws of the device could not open either. The surgeon compressed the release for several times but it did not work. Finally, he pulled and removed the device from the tissue slightly and converted the surgery to open. The patient is in stable condition now.